Event description:
It was reported, "surgeon of the hospital, reported to out sales rep that he was conducting a surgery procedure. He stated that after implantation a postoperative x-ray diagnostic was carried out and a small metal particle in the knee was visible. The catch nut for the inlay of the probe basis plate was flake off. The patient was still in anesthesia. The surgeon stated that he opened the knee again to remove the metal particle."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report.